Event description:
A healthcare professional reported that during surgery surgeon noted that water was leaking from the trocar. The surgery was completed with new trocar. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, h.4, e.1, d.9,h.3,h,6 and h.10. Three opened trocar assemblies were received for the report of trocar leaking. The returned samples were visually inspected and were found to be non-conforming with damage to the septum. Sample 3 also had a hole a in the septum. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo given by the customer was reviewed by the manufacturing site. Photo shows a pouch label, confirming the reported product and lot information. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. A possible contributing factor for the hole seen on sample 3 is that the probe was actuated during removal/insertion of the probe through the trocar valve and the probe cut the trocar septum. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. . The manufacturer internal reference number is: (B)(4).